Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A visual examination of the incident device revealed blood and tissue in the knife track and jaw hinge area. However, the jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The knife cut the sample media cleanly. To minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that the device locked up and could not be re-opened during a laparoscopic hysterectomy. The device was on tissue when this occurred. It is unknown how the surgeon removed the device from tissue. The surgeon opened another device and completed the procedure with no further difficulties. There was no patient injury.